Manufacturer narrative:
Method: DHR review, compliant history analysis and risk assessment. Results: plate was returned and the one blocker was slightly stripped and there were a few minor abrasions on the surface. The DHR was reviewed and no deviations were noted. There have been 6 complaints on the aviator product line related to the discovery of damaged plates in kits. The IFU was also reviewed and it states, "never reuse an implant, even though it may appear undamaged." The label also indicates this is a single use device. There was no patient involvement with this event. Conclusion: the observed damage indicates that the implant had been manipulated during a previous surgery or demonstration. Implants are single-use only and as such, the implant should not have been placed back into the aviator tray after use.

Event description:
It was reported that "received loaner kit 2 implants returned in a bag stating "somebody tampered with bottom ring. Stryker spine (B)(4).